Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the tank harness was defective, and this had been replaced on the arctic sun device. It was also stated that they received calibration error 43 (water temperature 1 off conversion chart table at 1c) appears.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed tank harness. During testing, it was confirmed that calibration error 43 appeared. Tank harness was replaced. The device passed the procedure and can be placed back into normal use. The device did not meet specifications, and was influenced by the reported failure. The device was not in use on a patient. The DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the tank harness was defective, and this had been replaced on the arctic sun device. They received calibration error 43 (water temperature 1 off conversion chart table at 1c) appears.